Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went and saw her new doctor two weeks ago. She went to her because she was having return of symptoms. Urinating again all the time. She is going twenty times or more a day and six times at night. The issue started about three weeks ago. When patient saw the doctor she messed with all three devices. The doctor put in some kind of number and was fooling with the devices. She said, oh the doctor must have changed the code. She called someone and got back in. It has never been right since. Patient is getting another operation so she doesn't have to have all three devices. Getting surgery done december 19. Patient services (ps) asked if it is a non-rechargeable device, but the patient doesn't know. They are replacing the stimulator because the patient was having a hard time charging stimulator. It takes about 40 minutes to have rec harger find the stimulator spot. She has problems getting it to connect. The recharging issue started about three weeks ago too. Walked caller through to check her settings and make sure the stimulation was on. Patient's stimulation was on. She was on program 2 at 0.3. She said last saturday she switched from 0.2 to 0.3. It isn't helping her symptoms. If she goes up to 0.4 her foot vibrates. She has gone to other programs 4 and 5. Program 2 and 4 have always worked for her at 0.2. On call switched to program 6 at 0.3 . Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. Patient thinks there is a problem with one of the three devices (recharger, communicator, and handset). Last night she was just about ready to go to bed. The recharger and the communicator were going off like crazy. She doesn't think she was recharging any of them at the time. The recharger had the scrolling lights, and the power button was red and she thinks it was making noise. The communicator was going off too. The power button and the button above that she believes was red was going off too. It was scarring her she was thinking is there something wrong with the electricity in the house. The television and the lights in the house were on. Nothing else was electrically wrong in the house. Patient was concerned the stimulator was going to explode. The handset she doesn't know that it was doing anything. Patient pressed all the buttons and nothing would turn off. The patient reported seeing scrolling battery lights on the recharger. The following troubleshooting steps were performed: reset the recharger for 30 seconds in the docking station. Patient keeps recharger in docking station when not in use. Patient said the communicator is now working. The troubleshooting steps that were taken on the call resolved the issue with the recharger. Additional information was received from the patient. They reported that the cause of the external device issues was unknown, they stated "don't know, malfunction?". When asked what steps were taken to resolve the issue, they reported on nov. 8th, "was told to press down on large units red dot for ? Seconds to (I guess) reboot". The issue was resolved "that time. Happens multiple times. Lg unit doesn't locate implant on me for long period of time". The cause of the scrolling battery light was unknown and stated "had trouble with this for last few months, can't locate implant or just turns off and doesn't continue to "try" and find it. Have to turn it on and off constantly". When asked what steps were taken to resolve the issue, they reported "I am getting a new implant per doctor. Surgery is on (B)(6) 2022". The issue was resolved. The cause of the foot vibrating was determined, and they stated they set it too high, can't have it higher than 0.3 in any program". The issue was resolved due to new unit implant on (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient replied via letter and provided the model, serial number, implant date and doctor of their new interstim. They also said they liked the manufacturer representative very much. The patient attached a note to the letter as follows: wow, you are way behind in referencing you clients and how they are doing. Don't know why I called (B)(6) 2022, most likely had a complaint with all the mechanisms that I had to charge up constantly and then they really didn't work. I had my interstim implanted (B)(6) 2021 and never really liked it. Had called serval times to get help from customer service. Went to go see another doctor to see what could be done and was told that there is a newer, better, version of my interstim implant by the manufacturer. I was a little skeptical as to the last one was not really working for me. Decided to get the new one implanted on (B)(6) 2022 and have had no problems whatsoever. Very happy there was a newer and improved version. Hated that I had to charge up three different units constantly. This is easy and it works and I love it.